Event description:
On (B)(6) 2010 patient reported that the up and down buttons on the insulin infusion device stopped working while attempting to deliver a bolus. Patient stated both buttons pop back up when pressed. Patient will switch to backup infusion device; declined offer of assistance to set it up. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.